Event description:
In 2008, a customer reported to beckman coulter, inc. (Bci) that physicians have recently been complaining of increased borderline (accu tni) results generated by the unicel dxi 800 access immunoassay system. The customer also observed that accu tni results obtained from this instrument did not correlate with the istat troponin results, with the dxi results being elevated. Although the customer could not provide specific initial date of occurrence regarding physician complaint, they were able to monitor new samples and provided info regarding non-reproducible results for two patient's samples. Patient a: the initial accu tni result was 0.62 ng/ml and 0.15ng/ml upon repeat. Patient b: the initial accu tni result was 0.81 ng/ml. The original sample was retested twice and accu tni results were 0.05 ng/ml and 0.49 ng/ml respectively. The results were reported out of the lab and questioned by a physician. No report of death, injury, or change to pt treatment has been reported in association with this event.

Manufacturer narrative:
Qc was reviewed and the customer's results were similar to their peers. A system check performed after the event was within specifications; however, there were indications of increased wash % cvs. The specimens were plasma type. Samples were aliquoted and re-centrifuged prior to initial repeat. Per customer, they observed lower values after sample re-spin. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered that peri pump tubing to aspirate probe #1 needed to be replaced. The fse replaced all 3 probe tubing's. The fse performed a special clean. The fse ran washed portion of system check. The fse conducted a precision testing using low cardiac qc material and obtained good results. The fse verified repair per established procedures and results meet published performance specifications. The fse performed type I verification protocol and all results passed within specifications. A clear root cause of the erroneous results has not been determined to date. A malfunction will be assumed for the purpose of this report.